Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a cannula mount was damaged during draping and a small spring was seen. It was noted that no error message had appeared and the procedure had required three arms. Troubleshooting had included advising use of an alternate arm configuration (2,3,3 instead of 1,2,3) if an unexpected issue occurred so the procedure could continue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. The unit was analyzed and no errors were found indicating ¿physical damage¿ on the usm ¿0x3¿ axis. Upon visual inspection, the cannula release lever was found to be loose and would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specifications. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.